Manufacturer narrative:
A partial lead with the lead tip was returned for analysis. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the operating room with intermittent capture due to dislodgement. The lead was laser extracted and replaced. The patient was stable before, during and after the procedure and will continue to be monitored.